Manufacturer narrative:
The t:slim x2 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent auto-off alarms. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged.